Manufacturer narrative:
The complaint product was not returned for analysis. The revision of the glenoid component reported in experience c2017-123 was likely the result of an insufficient bond between the implant and bone, which led to the aseptic (non-infected) glenoid loosening. However, this cannot be confirmed because the devices were not available for evaluation and adequate information was not provided. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Exactech is not aware of receiving any other complaint reports involving parts from the following manufacturing lots. Lot 4103640 of quantity 6, 2015, lot 4693992 of quantity 40, 2016, lot 4658377 of quantity 50, 2016, lot 3898549 of quantity 36, 2015. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. In a review of the labeling all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Device specific risk- fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. This device is used for treatment not diagnosis. In the investigation of this complaint additional information has been requested about patient and event. No additional information has been provided.

Event description:
It was reported that a 61 yo female patient experienced a shoulder revision surgery due to glenoid loosening. A new glenoid was placed. The initial surgery was (B)(6) 2015. The patient was stable leaving the or and had not reported any issues to the surgeon. No additional information has been provided.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loose glenoid component.